Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that one of the anti-rotational nubs broke off inside the hole of the plate during use.

Manufacturer narrative:
Device history records were reviewed with no deviations or anomalies identified. The product was not returned for review, therefore, the exact condition of the device is unknown. This device is used for treatment. An initial product history search conducted on 20 oct, 2016 revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.